Manufacturer narrative:
This complaint is not considered attributable to a malfunction of the device. Direct cause of injury is unknown, but contributing factors may include patient compliance with post-procedure physician instructions, physician technique.

Event description:
Patient reported in 2016, unknown date, she received burns on her neck during a facial/neck resurfacing procedure using the j-plasma system incident was reported to bovie medical on february 28, 2018.